Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06 jun 2023, it was reported that infusion set fell out due to leaking leading to tape not sticking. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: united states